Event description:
It was reported that (1) tsb45 and (8) tr45b were used during a laparoscopic gastric bypass procedure. It was reported by the rep that the intraop procedure went very well with no incidents. The surgeon informed that the pt experienced bleeding intraluminally. The pt had to be brought back to the operating room and reoperated. There was extended or time and hospital stay.